Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a motor error alarm. Customer also reported receiving recurring no delivery alarms. The customer stated their insulin pump was not dropped or bumped. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.